Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case and lower case was dented and broken, the battery drawer was broken and contaminated, the bail covers, heart wire contacts, and heart lead flex were contaminated, the ring was broken, and the battery drawer o-ring was missing. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.